Event description:
Customer reportedly tested .9 mmol/l on the paramedic's device while experiencing hypoglycemic symptoms. He was given a glucose injection and approximately 8 minutes later tested 5.9 mmol/l on the paramedic's device. The customer's performa system was immediately used and produced results of approximately 26.9 mmol/l and approximately 6.1 mmol/l. Requested return of suspect system and replacement was sent.